Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the item was missing from the patient medication order. A technical support specialist identified that netsmart integration was not running as expected following a recent upgrade, once the integration service was restored, messages began processing correctly, confirmed that the issue was caused by the netsmart-side update on 04/29, which temporarily disrupted message transmission, verified that the issue has since been resolved and message processing has returned to normal. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer reported a missing item from the patients medication order, noting that both melatonin and lexapro were listed but one item was not available. However, there were no delays or adverse events or injuries reported based on this event.